Manufacturer narrative:
(B)(4).

Event description:
Initially it was reported by arjohuntleigh representative that pool lift's castor came off during use. The person was being removed out of the pool. The lift was lowered and reached the floor. The two caregivers were removing the moving chair from the lift and noticed that the chair is falling forward and caught it in time that the person in the chair did not fall. Then they realized that the front left castor (from the back) has fallen out from the frame of the chair. They tried to put the castor back but they realized that it was not fitting so they removed the person out of the chair safely. From the received information no injury occurred as a result of this incident. Device examination performed with the customer showed that it is in good condition. It was found only that the castor of the moving chair has come out of and the plastic holder inside the tube has been broken. Dates of last maintenance and training to caregivers is unknown. Please note that this device was in use for about 16 years.